Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found leaking from the cap piercer wash station. The fse found an obstruction in cap piercer vacuum line #180, removing the obstruction resolved the issue. The instrument software version is 5.4. (B)(4).

Event description:
The customer initially stated there was a leak from the cuvette wash tower manifold on their unicel dxc 880i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. During the service visit, the fse (field service engineer) determined the source of the leak was the cap piercer wash station instead of the initially reported cuvette wash tower manifold.